Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturing reference number (B)(4).

Manufacturer narrative:
The issue is investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- volista. As it was stated by the customer, the plastic cap which is holding the covers of the spring arm fell off during surgery. The patient outcome is unknown. (B)(4).

Manufacturer narrative:
Maquet (B)(4) became aware of an incident with a surgical light volista device. As it was stated by the customer, the plastic cap with screw that is holding the covers of the spring arm fell off during the surgery. The patient outcome is unknown despite our best efforts. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. At the time when the event occurred the device was being used for patient treatment. During the investigation it was found that the reported scenario has never lead to serious injury or worse, to death. The root cause is an incorrect tightening of covers side screws at the installation or during maintenance. The fall of the plastic cap is the direct result of a loosened screw and a lack of verification during yearly maintenance. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is the first complaint of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. (B)(4). Exemption # e2018005. (B)(4).

Event description:
(B)(4).